Event description:
The customer reported that the cine function was not operating properly. There is no report of injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.